Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that impedances were measured to be high, greater than 40,000 ohms, on the left side after implant. Impedances were measured to be high on all electrode pairs except c-0. The implantable neurostimulator (ins) site was on the back and the patient had some difficulty with recharging. A revision was done to check the ins and extension connection. After the ins was disconnected and reconnected, the impedances were measured to be okay. The hcp also remade the ins pocket. The patient was able to recharger with the new ins pocket. The cause of the high impedances remains unknown. Following the revision, the issues were resolved. No further patient complications were anticipated.

Manufacturer narrative:
Additional review determined the following patient code was not related to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient experienced a loss of efficacy of therapy.